Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s last blood glucose level was 449 mg/dl. The customer stated they changed the infusion set but then they were receiving no delivery alarms. The customer stated that there was leak at the site and they had already removed it. It was noted that the customer had not yet treated the high blood glucose. Troubleshooting was performed and insulin exited without incident. The customer had called back on (B)(6) 2017 to report about no delivery issues. They declined troubleshooting. The device will be replaced and returned for analysis.